Event description:
The pt's mother reported that the up and down buttons of the pt's infusion device do not work properly. She stated that the plastic button cover is damaged and hard to push on all buttons. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.